Manufacturer narrative:
An event regarding alleged femoral loosening, stress shielding around the tibia and worn bushes involving a custom proximal tibia mig was reported. The femoral loosening and stress shielding around the tibia was confirmed; the worn bushes are not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Medical records received and evaluation: x-ray review: the affected implant for proximal tibia mig, inserted (B)(6) 2000 has been reported by the surgeon that the implant has worn bushes, the femur looks loose and there is stress shielding around the tibia. The x-ray provided shows radiolucent lines around the femoral stem between the stem and the cement mantle and between the cement mantle and the bone. On the tibial side there is clear bone remodeling with massive bone resorption. Therefore, the reason for revision can be confirmed. However, the worn bushes cannot be radiographic ally confirmed. There is no indication that the reported incidents are related to the design or quality of the implant. The reported incidents could be as a result of patient factors, such as patient¿s body weight, activity levels or an abnormal biological reaction to the wear debris and not necessarily related to the device itself. Product history review: review of the device history record indicate (B)(4) device was manufactured and accepted into final stock on 15 dec 2000, with no reported discrepancies. Complaint history review: there has been 1 other event relating to loosening of the femoral stem and 1 other complaint relating to worn bushes. Conclusions: it is reported that a proximal tibia mig that has been implanted for 17 years has loosened, has worn bushes and the patient has stress shielding around the tibia. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. Please note: the reported device is similar to a proximal tibia mig device approved for compassionate use in the united states.

Event description:
A new prescription form has been received for a revision. The diagnosis is 'post sarcoma'. The revision is being performed due to worn bushings, femoral loosening and stress shielding around the tibia.